Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cable broke and the customer could not charge the pump with the usb cable. Customer used an alternate usb cable to charge the pump. The customer¿s blood glucose level was 108 mg/dl.